Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7128057 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1216 serial number: (B)(6). Batch/lot number: 571857 model/catalog description: wave writer alpha 16 ipg kit unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 serial number: batch/lot number: 31528546 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief after a fall incident. Patient was also experiencing pain and tenderness at the implant site. Patient was also experiencing difficulty charging the implantable pulse generator (ipg). It was noted that the leads migrated which was confirmed via imaging. The patient underwent spinal cord stimulation (scs) replacement procedure.